Event description:
It was reported that footswitch failed to halt ablation. During an ablation procedure with a maestro 4000 system, when the physician removed his foot from the pedal ablation continued. Ablation was stopped via the remote generator. The physician felt that the pedal was not sticking, he felt the pedal came up but ablation continued. The procedure was completed via an alternative method no patient complications occurred.